Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2010 to report problems with the header arm of the orthopat machine. This machine had a history of 3 spills and squealing disks. No donor or operator injury or reaction was reported. The machine was scrapped. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). Haemonetics (B)(4).

Event description:
A customer contacted haemonetics on (B)(6) 2010 to report problems with the header arm of the orthopat machine. This machine had a history of 3 spills and squealing disks. No donor or operator injury or reaction was reported.